Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Part not returned to manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure, with no patient present. It was reported that the navigation device was not connecting to the imaging device. Reboot of the system resolved the issue.